Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The physician who had initially reported the event to the company representative was clarified. The patient¿s weight at the time of the event was unknown. The pump had been explanted and disposed of. It was indicated that the physician was aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the pump was explanted (B)(6) 2019 due to infection. There were no further complications reported/anticipated.